Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that he needed assistance to program the max bolus amount on his new insulin pump. The customer's blood glucose level was 475 mg/dl. The customer was able to change their settings and nothing was replaced or returned.